Event description:
It was reported that during a trial procedure the physician was not able to enter epidural space and implant the lead. The physician tried to enter in multiple levels without success. The procedure was cancelled. The patient was doing well postoperatively. Explanted lead was discarded.